Manufacturer narrative:
Concomitant medical product: 694765 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an abrupt increase in impedance to high levels, along with possible lead fracture noted. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.